Event description:
The customer reported advantage blood glucose result of 390 mg/dl and 130 mg/dl within 10 minutes on a professional system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.